Manufacturer narrative:
Product ID 748966, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension; product ID 74001, lot# n281865, serial#, implanted: 2011 (B)(6), explanted: product type adapter; product ID 3986a, lot# n0021405, serial#, implanted: 2005 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a burning sensation since her last upgrade. The issue was consistent and not just while charging. The patient's physician wanted to move the implantable neurostimulator (ins). The next day the patient had a pocket revision. An impedance check had found no abnormal impedances. The cause of the burning sensation had not been determined. The pocket adaptor was "buried a little deeper in the original pocket", and the battery was placed slightly deeper than it was before. The patient was reported to have been recovering from the procedure as of three days later. The patient didn't think the burning sensation was there anymore. The patient stated it was hard to tell due to having so much procedural pain. On (B)(6) 2012 the patient had stated that she was no longer feeling the burning sensation at the pocket site that she had felt prior to the revision.